Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold and opening. Leak test was performed and found opening on the posterior. A microscopic analysis was performed which identify an opening striated in the posterior and delamination. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: three striated opening in the posterior side assessed as surgical damage. Delamination of the diaphragm valve assessed as adhesive failure. Additional, changed, and/or corrected data: d.9, g.1, h.3, h.6.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.